Event description:
Reporter alleged that a patient received a result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 53 mg/dl obtained on a lab system. Reporter stated the patient was treated with 10 units of insulin based on the hi result as they could not tell if the patient was having psychological issues or diabetic related issues. Reporter stated the patient remained in the same state for the next 42 minutes until the lab reading came, and they treated the patient with 2 amps of d50. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Event description:
The lay reporter /mother contacted lfs on (B)(6) 2010 alleging inaccurate high readings her son's one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed by the patient. The reporter mentioned that the alleged issue with the meter began on the evening of (B)(6) 2010. The patient had tested his blood glucose and obtained a 126 mg/dl and 20 minutes later developed symptoms of a headache and a seizure. Paramedics were called and the patient's blood glucose was 59 mg/dl. The patient was treated with a glucagon injection. The reading later was 86 mg/dl on the emt's meter after treatment. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the reporter alleged that due to the high reading, the patient had developed symptoms and had to be treated with a glucagon injection for a blood glucose reading of 59 mg/dl.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.